Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) in the 300s (mg/dl). Reportedly, the customer believes the pump was not administering basal properly. A correction bolus via the pump was delivered. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.